Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 2.0 ml on (B)(6) 2011. On (B)(6) 2011, the pt reported urinary retention. The pt was treated with foley catheterization. On (B)(6) 2011, the pt reported urge incontinence. The pt was treated with anticholinergic medication-vasicare. The physician assessed urge incontinence as mild in severity and definitely not device related. The physician assessed urinary retention as mild in severity and definitely device related.

Manufacturer narrative:
(B)(4). The pt's urge incontinence resolved on (B)(6) 2011 and urinary retention resolved on (B)(6) 2011. A review of the device history records indicates the reported lots #1024081, 1022220 met all specs prior to release. Add'l lot # 1024081, add'l exp date: 02/2014. Add'l manufacture date: 02/2014.